Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right and left groin hernias. It was reported that after implant, the patient experienced recurrence, pain, scarring, and wadded mesh. Post-operative patient treatment included revision surgery and mesh removal.